Event description:
Pt presented with corneal ulcer 04/14/2006. Infiltrate was noted to be irregular in shape with irregular borders. Was contact lens wearer (acuvue ii contact lenses). Denied overnight wear or abuse of contact lenses. Was using renu moistureloc solution. Cultures taken from pt's eye and contact lens case. Culture positive for fusarium (from contact lens care, cultures from eye remained negative). Pt treated with topical natamycin and amphotericin 0.15% and systemic itraconazole. Pt responded well to therapy. Visual acuity was 20/70 with pinhole at most recent visit to my office 05/10/2006.